Event description:
This is a spontaneous case report received from a pharmacist in (B)(6) on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. The lot number used was c68120. During essure placement procedure, in the operating room, the physician had a placement with no difficulty of the essure material in left orifice. On removal of the delivery catheter, persistence of the metallic distal tip of the extremity of the delivery catheter occurred. The removal was easy with pliers. The patient had placement of another implant. No clinical consequence was observed, except the use of another implant. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. If product is received back at a future date, a child complaint will be opened to document the device investigation. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot c68120 (production date 19-jun-2014 and expiration date 30-jun-2017) was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on (B)(6) 2015. Patient´s date of birth was updated (she was (B)(6) years old). It was reported that on (B)(6) 2014 she had an abortion by suction on general anesthesia following pregnancy on iud. On (B)(6) 2015, essure was placed by hysteroscopy. Prehension of the cervix by a museux plyer was done. Hysteroscope was introduced and ostias were visualized. Placement of one essure. On the left, number of coils visible in the uterine cavity was 1 and then on the right, number of coils visible in the uterine cavity was 1 too. Procedure was done with no specific difficulty. Temporary technical problem occurred with material which was removed without difficulty (rupture of the extremity). The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on (B)(6) 2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 960 cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this spontaneous, medically confirmed case report refers to a female patient who was having essure (fallopian tube occlusion insert) inserted and on removal of the delivery catheter, persistence of the metallic distal tip (rupture of extremity) was noted. This event, interpreted as device breakage, is non-serious. According to essure's reference safety information, the breakage during insertion is unlisted. However, according to product technical complaint (ptc) analysis, the possibility of the catheter breaking during the procedure is an anticipated event. Single cases of device breakage have been reported with essure. In the present case, the breakage occurred during insertion procedure; therefore, causality with essure is assessed as related. This case was regarded as other reportable incident due to the reported breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A ptc analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result received on 02-apr-2015. Ptc global number (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. The device was received without micro-insert. The final rollback was not completed. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of the catheter breaking during the procedure is an anticipated event. Medical assessment: this ptc was initated due to a product quality issue in the context of a complicated device insertion. The ae case refers also to a usability issue. However, no adverse events were reported at this point in time. The batch documentation of the reported batch was reviewed. The provided complaint sample was inspected. The technical assessment concluded unconfirmed quality defect. At this point in time no adverse events have been reported therefore a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report as neither a quality defect was confirmed nor an adverse event was reported at this point in time. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 08-apr-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous, medically confirmed case report refers to a female patient who was having essure (fallopian tube occlusion insert) inserted and on removal of the delivery catheter, persistence of the metallic distal tip (rupture of extremity) was noted. This event, interpreted as device breakage, is non-serious. According to essure's reference safety information, the breakage during insertion is unlisted. However, according to product technical complaint (ptc) analysis, the possibility of the catheter breaking during the procedure is an anticipated event. Single cases of device breakage have been reported with essure. In the present case, the breakage occurred during insertion procedure therefore causality with essure is assessed as related. This case was regarded as other reportable incident due to the reported breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report as neither a quality defect was confirmed nor an adverse event was reported at this point in time.